Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and only chart sticks were provided. Without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should information become available this complaint can be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a failure of the tibial component. No injuries reported. No more information available.